Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control &#1288;at the customer's device had a service wrench icon in its readiness display. During device evaluation, physio-control observed that the device would start to analyze immediately and kept repeating the voice prompts without a defibrillation cable being attached. The device could not be used to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's digital pcb assembly caused the device to act as if a patient was connected with no patient connected. The digital pcb assembly was removed and evaluated. Physio determined that the cause of the reported issue was due to a failure of the field programmable gate array - integrated circuit (ic) chip, designator u19. Legs 97 and 118 of this ic chip were noisy and caused the device to act as if a patient load was connected. A replacement device was provided to the customer under warranty.